Event description:
On (B)(6) 2013, the reporter stated that the nurse was changing the q-syte on a permcath of a renal dialysis pt when the q-syte snapped leaving the luer lok connection part inside the permcath blocking the port. Dialysis of the pt occurred after this incident, as the pt had to be dialyzed through a single needled arterial port. The port also needed to be locked with tpa. The blood transfusion was not given due to the incident. The pt received a renal consultant at (B)(4) dialysis unit to put an extension set onto the venous port of the permcath on the following dialysis treatment day.

Manufacturer narrative:
No product return is anticipated. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.